Manufacturer narrative:
(B)(4).

Event description:
An internal beckman coulter employee reported the s-cal hematology calibrator package was received with a reddish smudge on the package insert and the vial label. The employee stated that the package was intact and the vials were sealed. The employee was wearing personal protective equipment consisting of a lab coat, gloves and eye protection during the event and no injury or exposure was reported. The root cause for the reddish smear on the package insert and vial is unknown.